Event description:
On 7/5/24 an ilet user at a nursing facility reported experiencing a low blood glucose (bg) event after a meal announcement while using the ilet pump. Approximately 1-hour post-meal, the user's bg dropped below 40 mg/dl, remaining low for 30 minutes. The user used 2 glucose tablets, an apple, peanut butter, graham crackers, and 2 glasses of orange juice to address the hypoglycemia. The user lost consciousness and needed assistance from their husband to regain alertness and treat the low bg.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs before and during the hypoglycemic event. Device data confirmed hypoglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Multiple meal announcements were delivered during a period of hyperglycemia that preceded the hypoglycemic event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by misuse of the meal announcement feature, delivering multiple meal announcements in an attempt to correct hyperglycemia, leading to excess insulin and resulting in hypoglycemia.